Manufacturer narrative:
Device evaluation: a direct correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that there were no tests were performed to determine site/source of the bleed. On (B)(6) 2016, the day after the bleed, the patient had elevated lactate dehydrogenase (ldh) and pump exchange. Information regarding the relationship between the bleed and elevated ldh and pump exchange was requested. It was reported that the bleed was determined to be possibly related to the left ventricular assist system (lvas), but not related to the pump as recorded.

Manufacturer narrative:
Section event: the referenced elevated lactate dehydrogenase (ldh) and subsequent pump exchange was reported under medwatch MFR report # 2916596-2016-01226.

Manufacturer narrative:
Approximate age of device ¿ 57 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016 the patient had bleeding with the site of the bleed unknown. Due to anemia, the patient was transfused 1-unit packed red blood cells (prbc) and 1-unit fresh frozen plasma (ffp). The patient was on the anticoagulants aspirin and heparin at the time of the event. The event resolved that same day, (B)(6) 2016.